Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 29. On (B)(6) 2024, non-osseointegration was verified. Patient presented with previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, pain and inflammation. No further patient complications were reported.